Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three years and six months post implant of this 25mm bioprosthetic valve implanted in a seven year old pediatric patient, the valve was removed and replaced with a 27mm valve in the pulmonary position. The reason for replacement is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received information that three years and six months post implant of this bioprosthetic valve implanted in the pulmonary position, the valve was removed and replaced with a 27 mm valve due to bacterial endocarditis. Cultures were positive for brucellosis, q fever and staphylococcus aureus. Upon explant, calcification was noted on one of the valve leaflets, while the other two leaflets appeared unobstructed. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.